Event description:
Customer received blood glucose reading = 411mg/dl. Hospital help the advised customer's spouse to administer 8 units of insulin immediately and an additional 8 units in two hours. Customer went into diabetic coma between midnight and 4am. Paramedics were called. Glucose ivs were administered at hospital. Customer admitted to hospital for one week. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.